Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR)review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were not intact. Crack front left corner of top case and crack around screw holes of battery door. There was a an invalid syringe and flange sensor errors in history. The technician was unable to calibrate the size on both slugs. The root cause of the reported issue was found to be a plastic pin of size pot came loose from the slide plastic tab. Replaced left plunger case. Performed force sensor calibration and all functional tests which passed.

Event description:
It was reported that the device was unable to calibrate syringe size. No patient injury was reported.